Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 489 mg/dl. The customer's current blood glucose was 119 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with intravenous insulin infusion drip. Troubleshooting was done for high blood glucose. Customer had been using the insulin pump within 48 hours of reported low blood glucose. Customer stated auto mode feature was not active at the time of event. Based on customer report customer does allege insulin pump was under delivering as their blood glucose was not going down. The insulin pump will be returned for analysis.